Event description:
It was reported that in 2006, a patient was admitted to the hospital to undergo repair of a ventral hernia. The surgeon utilized and implanted mesh. The patient was discharged the same day. Following her discharge, the patient experienced pain, fatigue and fever reaching 102 degrees, and was admitted to another hospital ten days later, with abdominal wall cellulitis. The patient underwent an exploratory laparotomy two days later. Following the laparotomy, the patient was diagnosed by the surgeon who performed the laparotomy with widespread panniculitis with multiple subcutaneous abscesses and subcutaneous emphysema as well as a perforated terminal ileum. The surgeon also noted that the tissue was "grossly infected" and that there was "necrotic and foul smelling stool" within the abdomen. The surgeon also found that there were "several loose staples" and that there was a "quarter size hole" in the small bowel that was more likely than not the cause of the infection. During the laparotomy, the surgical mesh was removed from the patient. The following month, the patient was transferred to another facility for continued management of the infection, where she underwent multiple procedures, including debridement and washout procedures along with fascial closure related to the small bowel injury, infection and repairs. She was discharged sixteen days later.

Manufacturer narrative:
Subcutaneous emphysema - infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.